Manufacturer narrative:
The returned device was evaluated and the download data was unable to be retrieved due to corrosion on the pcb. A tear was found on the unexposed portion of the soft cannula. Fluid was observed exiting the tear. The batteries were found to have insufficient charge. There was corrosion on the batteries and the energizer seal was found to be broken on two of the batteries. No other damages or defects noted. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 389 to over 454 mg/dl after wearing the pod between 4 and 24 hours on the arm. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided). There was also insulin noted inside the pod.